Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Patient information: not available. Samples received: 1 closed box (36 unopened pouches). Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market 972 units of this code-batch. There are no units in our stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of all samples received and the results are as follow: 1.42 kgf in average and 0.22 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed.

Event description:
It was reported by the healthcare professional to the company sales representative "during a urological surgery the needle detached from the thread." It is impossible to retrieve any patient data due to the (gdpr) general data protection regulation.